Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The screw was spinning and would not lock when inserted into the locking screw hole in the base plate. It was confirmed that the c-shaped ring in the locking screw hole had separated from the base plate and was spinning. When the inserted screw was pulled out, the c-shaped ring part was pulled out with the locking part of the screw.

Event description:
The screw was spinning and would not lock when inserted into the locking screw hole in the base plate. It was confirmed that the c-shaped ring in the locking screw hole had separated from the base plate and was spinning. When the inserted screw was pulled out, the c-shaped ring part was pulled out with the locking part of the screw.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation, based on c-shape ring it's difficult to determine the baseplate and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.